Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to post-paced t wave oversensing. The patient was brought into the clinic and the device was reprogrammed successfully to resolve the issue. The patient is stable throughout the whole event.